Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out lock latch on video connector causing loss of image when wiggle the scope end connector does not hold scope connector properly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn out lock latch on video connector causing loss of image when wiggle the scope end connector does not hold scope connector properly should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no video image and was not recognizing any scopes. The issue was found during inspection for use before a diagnostic colonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.